Event description:
It was reported that during the implantable pulse generator (ipg) change, the patient developed sudden onset atrial fibrillation and rapid ventricular response. It was noted that the patient does not have a history of atrial fibrillation. The patient was given cardioversion and the ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.